Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that visual analysis only was performed. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A pacing lead was returned from a competitor with no information. Information identified in the manufacture database indicated the patient died five months post implant of the lead. Cause of death was requested and not received.